Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump contained a damaged syringe holder assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the customer refused the estimate of the repair. No further testing has been completed at this time and no repairs have been performed in relation to the reported condition of this complaint. If any additional information is received, a follow-up MDR will be sent.